Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with a counterfeit top case. Event log history was performed and indicated that calibration required message was recorded in history. During analysis, the reported issue was able to be duplicated, the pump needed to be calibrated and with software version 6.0.0. The time was set with pharmguard 2 software. Service will calibrate the pump during the preventive maintenance procedure and the time will be set to customer's area code. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received indicating that a smiths medical medfusion pump was not programming, and the real time clock could not be reset. No adverse effects were reported.